Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed user advisory 29 (loss of brake connectivity) message during the resuscitation attempt and upon powering on. The customer tried to clear the ua by rebooting the platform several times, but the ua persisted. Another autopulse platform was used to continue the resuscitation attempt. No consequences or impact on the patient.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed user advisory 29 (loss of brake connectivity) message was not confirmed during the functional testing and the archive data review. No device malfunction was observed during the testing and the platform functioned as intended. The autopulse platform passed the functional testing without fault or error. The archive data indicated no significant discrepancies. Following service, the autopulse platform passed the run-in and final tests without fault or error.